Event description:
Patient reported, unspecified infection (early onset). Healthcare professional, later reported, "patient body is rejecting implant". And "hole, non-specific, incision n 2 mm. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: use error: unable to observe since it is not related to the device. Rupture: no observed openings on the device. Infection (early onset): unable to observe since it is not related to the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d6b.

Event description:
Patient reported unspecified infection (early onset). Healthcare professional later reported "patient body is rejecting implant" and "hole, non-specific, incision n 2 mm this record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection - early onset, rupture. Physician: dr. (B)(6).

Event description:
Patient reported unspecified infection (early onset). Healthcare professional later reported "patient body is rejecting implant" and "hole, non-specific, incision n 2 mm this record is for the right side. Device has been explanted and replaced.